Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: during visual inspection the tip of the screwdriver was observed completely broken. Rubbing marks observed on the tip of the screwdriver indicating excess contact with the mating part while turning. The breakage surface shows lines or ridges that radiate from the origin of the crack in a fan like pattern due to excess torsional force resulting in a brittle fracture. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot number did not indicate any abnormalities. No corrective actions are currently required. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were observed during the investigation. Based on the investigation, the root cause was attributed to a user related issue. The event was caused by application of excess torsional force exceeding the bearing capacity of the screwdriver resulting in a brittle failure. If additional information is provided, the case will be reassessed.

Event description:
The tip of the 703880 screwdriver was broken while tightening the screw during surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The tip of the 703880 screwdriver was broken while tightening the screw during surgery.